Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, low battery, battery out limit, and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump alarmed weak battery four times and failed battery test three times. The insulin pump had scratches on the screen. The insulin pump fell off the counter top a couple of times. Last saturday his blood glucose level was 478 mg/dl. The display returned after troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.